Event description:
Boston scientific received information that approximately eight months post implant, the patient implanted with this pacemaker experienced redness, swelling and puffiness near the implant site. The patient inquired about allergic reactions. Boston scientific technical services (ts) referred the patient to the physician for follow up and evaluation. Subsequently, the patient presented to the emergency room approximately nine months later due to erosion. The patient reported that intravenous antibiotics were administered and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.